Manufacturer narrative:
Additional clarification: the date of the event(s) is unknown. No range of dates were provided in the article.  For this reason, the date of accepted publication was used as the occurrence date.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is one of 3 manufacturer reports being submitted for this case. Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences ¿clinical technical summary for complaints-conduction disturbances/ heart block¿, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Investigation results are inconclusive, as relative patient and procedural information was not provided, so the exact cause of the conduction disorder is unknown. However, it could be related to the mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Article reference: rogers t, greenspun bc, weissman g, torguson r, craig p, shults c, gordon p, ehsan a, wilson sr, goncalves j, levitt r, hahn c, parikh p, bilfinger t, butzel  d, buchanan s, hanna n, garrett r, buchbinder m, asch f, garcia-garcia hm, okubagzi p, ben-dor I, satler lf, waksman r. Feasibility of coronary access and aortic valve reintervention in low-risk tavr patients. Jacc cardiovasc interv. 2020 mar 23;13(6):726-735. Doi: 10.1016/j.jcin.2020.01.202. Pubmed pmid: 32192693.

Event description:
As reported through article, ¿feasibility of coronary access and aortic valve reintervention in low-risk tavr patients¿ lrt (low risk tavr) trial enrolled 200 subjects with symptomatic severe aortic stenosis to undergo tavr using commercially available thvs. In the lrt trial, 168 subjects received balloon-expandable thvs and had 30-day cardiac computed tomographic scans, of which 137 were of adequate image quality for analysis. Choice of thv was at operator and multidisciplinary heart team discretion, but most subjects received the balloon-expandable sapien 3 valve (edwards lifesciences, (B)(4)).  There were four in hospital complications in the balloon expandable group: varc-2 major vascular complications (03/137), new onset atrial fibrillation (05/137), new permanent pacemaker (ppm) (05/137), three subjects required implantation of a second thv in the same procedure.

Manufacturer narrative:
Supplemental to report related manufacturer report numbers. Update to g4, h2 and h10.  Please reference related manufacturer report no: 2015691-2020-11668, and 2015691-2020-11670.